Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece of approximately 16.03mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding broken jaw tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw tip of the force bipolar instrument was broken. The procedure was completed with no reported injury.